Event description:
It was reported by the caller that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.